Event description:
It was reported that the staff had used the zimmer ats 3000 for a bier block procedure and noted the fingers of the patient were pink following the injection, rather than the usual white color. They indicated there was something wrong and the unit was to be checked out. There was no report of the unit not functioning or alarming. The unit was reported to the biomed facility and tested on site without any issues identified. Zimmer surgical tech. Goods and services was consulted on (B)(6) 2013. Biomed stated the unit passed all functional tests during zimmer surgical technician consult, and has been returned to operating room use. Add¿l clinical follow up indicated that the dual bladder cuff was applied and the ats pressures for each of the cuff bladders were set per the usual routine. The inflated cuff was noted to be not as firm as it normally should feel when sufficiently inflated. The ats unit displayed the desired set pressure values for both bladders and there was no alarm or visual error message displayed. No external source could be identified for the lack of desired cuff firmness so they aborted the local injection and converted the plan of anesthesia for the scheduled procedure. There were no adverse effects from the amount of local anesthetic injected intravenously.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.